Event description:
During preventative maintenance of the device, the user reported the battery module failed to power the system while on battery mode. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.